Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument misfired. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/22/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed and attributed to a dimensional discrepancy.